Event description:
On 2023-aug-03, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported they had group a, b, and c programmed, but since a few months ago they would see the settings not available, cannot provide your desired intensity settings message when they attempted to increase their intensity in group a or group c. Pt noted their group b worked and they noticed the controller battery would deplete fully and the ins battery would only get to 80%. Agent reviewed the battery percentage changes of the controller battery and ins battery weren't equivalent. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and provided the patient with the nas number for their hcp's office.  A rep reported high impedances. They stated that the patient called and said that they were unable to turn up their device past a certain point, they stated that it sounded like there was an "important" (understood as impedance) issue. The rep asked the patient if they had a fall and they stated that they did a while ago but did not know the date. No troubleshooting was performed and the cause was unknown. The rep stated that they told the patient to let them know when they were meeting with their healthcare provider (hcp) and that someone could be there to take a look at the device and reprogram it. The issue was ongoing. The manufacturer representative indicated they would send any further information as they become aware. On 2023-08-04, additional information was received from the manufacturer representative (rep) reporting that the patient was seen at her pain physician¿s office on (B)(6) 2023. Patient¿s controller was reading, ¿programmed intensity settings are unavailable.¿ her generator was interrogated. Lead connectivity was good. A bad impedance was found at electrode #4. This was taken out of her programming equation. Patient was able to then turn up her intensity levels to provide adequate pain relief. On 2023-08-14, additional information was received from the manufacturer representative (rep) clarifying the report of ¿a bad impedance was found at electrode #4¿ reporting that the following was seen: ref electrode 0: 36000 ref electrodes 1,2: 35320 ref electrode 3: 36310 ref electrodes 5-15: 40000.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.